Event description:
Related manufacturer reference number: 1627487-2022-06511. It was reported that experienced ineffective stimulation for targeted pain pattern - left foot and ankle. X-rays were taken and showed migration of both leads. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.